Event description:
This device case, reported by a staff nurse, concerns a pt who experienced hypoglycaemia and was hospitalized. The pt was using a pen injection device (humapen ergo -teal/opaque cartridge holder) to deliver insulin (type unspecified). No concomittant medication info or medical history were reported. The pt had been using the pen injection device to deliver insulin when pt experienced hypoglycaemia and was hospitalized. The pen injection device was replaced and the pt recovered. Initial examination of the returned device revealed the general condition of the pen injection device was good. Both engagement tabs were broken. The cartridge holder was made after the initial corrective actions were implemented in nov-1998. The plunger also appears to be stiff to depress. A second pen was returned for examination. The general condition of the second pen was good. The leadscrew of the pen was stiff to retract. The reporter states that the nursing staff believed that the humapen may have been delivering too much insulin which resulted in the pt becoming hypoglycaemia. The reporter considers the event to be related to the pen injection device. The pen is due to be returned so that further analysis can be conducted. Further info has been requested. Update 09-nov-2001: preliminary comments received from pharmaceutical delivery systems (pds) on 08-nov-2001. Preliminary report prepared for submission to medical devices agency. Update 23-nov-2001: initial quality assurance report received on 21-nov-2001, pen broken tabs. Pen not reportable malfunction.